Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the hand held programming computer was not holding a charge. The product was returned to the MFR. An analysis was performed on the handheld and no anomalies that support the reported complaint were identified. No anomalies on the device performance were noted during testing using the ac adapter or the main battery with a full charge. However, the main battery had a remaining charge of 25% after one hour of testing. This indicates the hand held would not be able to hold a charge for 8 hrs.